Event description:
It was reported that on (B)(6) 2022, patient underwent a tlif spinal procedure (date unknown) and some point afterward the tlif spacer extruded posteriorly into the spinal canal. Patient returned to the surgeon complaining of left leg pain. Upon x-ray, the mal-positioned spacer was discovered and a revision surgery was scheduled. On (B)(6) 2022 patient underwent an alif procedure to remove the tlif spacer and replace with a synfix alif stand-alone spacer. This report is for one (1) post ibf ui h 10 mm 4deg 26/9. This is report 1 of 1 for complaint: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the photo revealed that the post ibf ui h 10 mm 4deg 26/9 moved posteriorly from where it was previously implanted. The reported event of migration can be confirmed with the evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for post ibf ui h 10 mm 4deg 26/9, pui41006 there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # pui41006, lot # e21la0755, release to warehouse date: 08 oct 2021 supplier: (B)(4). No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.